Event description:
A caller reported that an alarm indicated a potential occlusion issue earlier in the day. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by shutting down their pump, reloading the cartridge and infusion set, and resuming insulin delivery, with no further recurrence of the occlusion. As the issue was resolved and no additional assistance was necessary, the case was closed by technical support.